Manufacturer narrative:
No sample from the patient was available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys (B)(6) igm on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an (B)(6) igm value of (B)(6). The sample was repeated twice, resulting with values of (B)(6) and (B)(6). The (B)(6) value was reported outside of the laboratory to the doctor. The(B)(6) reagent lot number was 48293801, with an expiration date of 31-mar-2021.